Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the driver fractured in the tip. Doctor finished the procedure using other instrument in stock. Tooth location unknown.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One right angle slotted driver tip 30mm (rasd6) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured at the tip. Device history record (DHR) review for the lot (1227610) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (1227610) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.